Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj). The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer encountered error 32100 occurring on universal surgical manipulator (usm) 2. The staff elected to continue with three arms and not perform any troubleshooting at the time of the call. The technical support engineer (tse) advised a hard power cycle after the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the procedure was a right inguinal hernia.

Manufacturer narrative:
The proximal set up joint (suj) was returned for failure analysis (fa) and the reported error 32100 was confirmed and replicated. In the field system logs, a repeated error 32100 was found indicating local hardware IV monitoring fault reported by acu in the proximal suj pointing to the flex brake thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode, where it functioned within specification. The unit was then installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests, but had the same error in the logs thus replicating the reported event. As a result of these findings, fa concluded that the horizontal rolling loop harness is consistent with the reported problem and considered the potential root cause.

Event description:
Refer to h11 for follow-up information.